Event description:
Device beeped and patient called device clinic, and was seen on (B)(6) 2014. Received an "out of schedule remote transmission." Patient came in on (B)(6) 2014 to have the device replaced. Similar devices are on recall, but not his serial number. Date of use: implanted on (B)(6) 2009. Reason for use: heart failure.